Event description:
It was reported that during a procedure, the bur overheated, due to excessive vibration in the attachment. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI is not available due to missing catalog and lot number.

Manufacturer narrative:
The reported event of overheating has been retracted by the initial reporter. This MDR was submitted in error. Corrected data: b5: executive summary d5: operator of device d9: the bur was reported in error. H6: codes.

Event description:
It was reported that during a procedure, the bur overheated, due to excessive vibration in the attachment. Upon receipt of additional information, no event of overheat occurred and the report has been retracted. This report was filed in error.